Event description:
I work as a nurse in a hospital setting, and noticed that convatec's stomahesive and other ostomy products do not list the ingredients in their past/adhesive and there may be a potential for pts to have an allergy to them.